Event description:
The event is reported as: complaint alleges that the corrugated tubing cracked where it connects to the distal end of the circuit. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.